Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that asystole was seen on the electrocardiogram while the patient was hospitalized. A check was performed and it was noted that the lead safety switch was triggered due to a pace impedance abnormality. The pace impedance measurements in the bipolar configuration were high out of range while they were normal in the unipolar configuration when it comes to this right ventricular (rv) lead and device. Noise was noted resulting loss of capture and pacing inhibition. An additional lead was going to be added due to a suspected rv lead fracture. No adverse patient effects were reported. Additional information noted that a revision took place and an additional lead was added. This deice was re-implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that asystole was seen on the electrocardiogram while the patient was hospitalized. A check was performed and it was noted that the lead safety switch was triggered due to a pace impedance abnormality. The pace impedance measurements in the bipolar configuration were high out of range while they were normal in the unipolar configuration when it comes to this right ventricular (rv) lead and device. Noise was noted resulting loss of capture and pacing inhibition. An additional lead was going to be added due to a suspected rv lead fracture. No adverse patient effects were reported.